Event description:
User related - implanted incompatible devices. The customer reported via the sales rep that the pt was implanted with an exeter v40 bipolar and a non v40 head. The customer states the pt was told and was discharged without revising the head, and will be monitored by the surgeon. The customer has requested via the sales rep for clarification on the label to state it is a non v40 head.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (user related - implanted incompatible devices) and product code (jdi).